Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). Updated fields: b4, b5,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( initial reporter , event site email ). The field service engineer replaced the 5000 maintenance kit however it did not solve the issue. The next course is to replaced the compressor. The customer refused to the proceed with the repair. The unit will be inoperable until end of life.

Event description:
It was reported that, cs300 intra-aortic balloon pump (iabp) didn't pass pneumatic performance test during pm. There was no patient involved

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) didn't pass pneumatic performance test during pm. No harm or injury to the patient was reported.